Event description:
A caller reported a malfunction on a pump. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Customer had not addressed high bg at time of trouble shooting and did not require third-party assistance. Technical support provided pump reset information and assisted the caller in resetting the pump. The malfunction code did not recur after resetting, and the customer was advised to continue using the pump and to call back if any issue recurred.